Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 300mg/dl and a correction bolus was delivered to address the bg level. Reportedly, the pump is worn against the customer's skin. In order to resolve the occlusion alarm the customer changes out their infusion set site and sometimes also changes their cartridge. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.